Manufacturer narrative:
It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of lymphoma is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist."

Event description:
Physician reported a patient "experienced complications 11 years after breast implantation." Physician explanted device and sent a sample for testing. Sample tested positive for alcl. Side is unknown. At this time alcl has not been confirmed by the pathological markers cd30+ and alk-; until allergan receives confirmation of the markers this will be represented by term code lymphoma.